Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user discontinued use of product and resumed wearing original coloplast product. At time event occurred, end-user saw a physician who recommended taking benadryl 25mg if condition persists. Next day skin was clear and showed no signs/symptoms of itching. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user experienced itching, redness accompanied by hives located on the abdomen under entire adhesive within 20 minutes after applying product to clean dry skin. Product (sample) has been in use since 1st week of (B)(6) 2013.